Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the information provided, the valve dislodgement could likely be attributed to the presence of calcification and implantation into a bicuspid valve. Per the evolutr instructions for use (IFU), ¿the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a congenital bicuspid or unicuspid valve.¿ an assignable root cause for the dislodgement cannot be determined at this time without a review of procedural imaging. If information is provided in the future, a supplemental report will be issued.